Manufacturer narrative:
This medwatch report is for the suspect device used in aviva system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in aviva system 2. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported results of 357 mg/dl on aviva system 1 and 152 mg/dl on aviva system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.